Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2017, fse arrived at the site to address the reported event. Fse disassembled the y-axis cup transfer and found a large clump of serum at the bottom of the chute. He removed the obstruction and cleaned the entire chute. He was subsequently able to run controls without issue. No further action was required by field service. The most probable cause of the reported event was due to serum build up inside the waste chute.

Event description:
On (B)(6) 2017, the customer reported clogging and backing up of the cup waste chute with their aia-2000st analyzer. She stated that the cup waste bin was not overflowing, resulting in the back up. She cleared the back up, but the issue persisted. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of lhii and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.